Manufacturer narrative:
Analysis found that the motor was corroded. The item was repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece keeps on spinning without pressing the trigger. There was no patient impact reported. Additional information received from hcp stating that when plugged into the power source the device was off and then would turn on. The device was turning on by itself even when its at rest/inactive. The attachment kept on running even when the user tried to discontinue using it. The event occurred intra op. There was a bit delay on the surgical procedure. There was no patient impact.